Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat complex vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding and recurrence. The patient underwent revision of graft, removal of granulation tissue, cystoscopy and modified sacral spinous fixation on (B)(6) 2004 due to mesh erosion. It was reported that patient underwent revisions of graft on (B)(6) 2004, due to erosion, recurrent cystocele, vaginal wall prolapse and urinary retention the patient experienced complex vaginal wall prolapse after hysterectomy and underwent laparoscopy with bilateral ureterolysis, bilateral saracral colpopexy and cystoscopy on (B)(6) 2004. The patient underwent revision of graft and implant at this time of inteprolite [elevate anterior and apical system] on (B)(6) 2009 due to graft erosion, vaginal wall prolapse, and urinary retention. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02286. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and elevate anterior and apical system with intepro lite was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02286. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.